Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Full patient identifier is (B)(6). This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
A dialysis patient was tested for (B)(6) on (B)(6) 2017. The following architect i1000sr results were generated: (B)(6), and (B)(6) qualitative (B)(6). All results were confirmed using a different architect analyzer. The same patient was tested using a roche analyzer. (B)(6) was (B)(6). The customer is questioning the (B)(6) results since the roche values are suggesting an (B)(6) infection. No adverse impact to patient management was reported.

Manufacturer narrative:
The patient tested negative for pcr. Customer support subsequently confirmed that negative (B)(6) results were also obtained on the roche platform. It was confirmed that the architect (B)(6) qualitative ii results for the patient were correct and not false negative. Historical complaint review determined that complaint activity for the likely cause lot is normal and the complaint trending report review determined that there are no non statistical or adverse trends for the product for the complaint issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No discrepant results were generated and the customer is no longer questioning the architect (B)(6) results.